Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade iii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, opening, crease fold and wear abrasion. A microscopic analysis was performed which identify crease sharp in the posterior side, smooth opening in the anterior side and missing piece of the shell. Based on the device analysis the final assessment is: a smooth opening in the posterior side. A crease sharp opening on radius due to a fold flaw opening. Missing piece of the shell assessed inconclusive.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, unknown baker grade. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, unknown baker grade. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.